Event description:
Swan ganz catheter was placed & floated, we were unable to do cardiac computations due to faulty catheter. Our biomed technician checked all of our monitoring equipment, monitors, connections etc, and found no problem on our end.